Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units of cold insulin. The contact reloaded the same cartridge and another minimum fill message occurred. The contact successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.